Event description:
According to the report, the patient underwent surgery on (B)(6) 2011 for an aortic dissection that continued down to the aortic root. The surgeon performed a bentall procedure. Bioglue was applied to the false lumen on the proximal side and on the coronary buttons. After the case, x-ray revealed the left coronary artery was compressed 75%. Reexamination was performed after three months and compression was no longer evident. The surgeon indicated that when he applied bioglue to the coronary buttons, he may have also applied it to the outside of the coronary artery. The surgeon also indicated he believes the problem resolved due to resorption of bioglue. Other than compression of the coronary artery, the patient did not experience any problems. No additional surgery was required.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.